Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the proximal insulation was abraded from 14.1 cm to 14.5 cm from the connector pin. Abrasions are indicative of constant friction with another implantable device.